Event description:
The product was used during a lung nodule resection procedure. Reportedly, the instrument was difficult to open. The surgeon stated that due to a pathological exam that showed malignant, lobectomy was performed. The hospital has reported no pt injury occurred.